Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. Device was discarded at user facility. Therefore, direct product analysis was not possible. Evaluation of received items: two photos of a viabahn® device were submitted for review with captions included from the field. The images demonstrate a constrained endoprosthesis mounted on a distal shaft assembly adjacent the distal tip. There is significant biomaterial attached at the proximal end of the stent-graft. The remaining components of the delivery system, including dual lumen catheter, are not attached and/or visible in the images. The length of the device segment, shown with a scale, is shorter than the 120cm labeled device length. Additionally, the presence of the biomaterial obscures a detailed assessment of the status of the proximal end of the stent-graft. The unobscured length of the endoprosthesis appears constrained and unremarkable though the level of magnification and image quality also pose limitations on observations gathered. The appearance of the device is consistent with use within the field and surgical removal as reported. No further information was obtained from the evaluation of the images. A4: patient weight was requested but not made available. B7: relevant patient medical history and medication information was requested, but not made available. H6 - code e2402: cut-down required to remove partially expanded device the IFU for gore® viabahn® endoprosthesis with heparin bioactive surface, for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: do not withdraw this product back into the introducer sheath after the endoprosthesis is fully introduced. Withdrawing this product back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw this product to a position close to, but not inside of, the introducer sheath. Both this product and the introducer sheath can then be removed in tandem. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on unknown date, a patient underwent a surgical procedure (type not specified). During this procedure a right common iliac artery was grasped with forceps. On unknown date, the grasped area at the right common iliac artery became a pseudoaneurysm. On (B)(6) 2023, the patient underwent an endovascular treatment for the pseudoaneurysm. Due to an existing infection ipsilateral or contralateral access was not possible. A left upper arm approach was adopted with 8fr x 25 cm terumo sheath and a lunderquist guidewire. Pre-ballooning was attempted with a 4mm x 4cm mustang device; however, the device became stuck at an entry of the right common iliac artery. The physician was unable to balloon the target area. The physician advanced a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device/stent), but the viabahn device was unable to cross the same location at the right common iliac artery. Consequently, the viabahn device was being pulled back into the sheath when the constrained device became stuck at the edge of the sheath. Fluoroscopic imaging revealed that approximately 1 cm of the proximal viabahn stent looked expanded. The physician attempted to remove the viabahn device with the sheath, but this was not successful because the stent continued to expand. The partially expanded viabahn device was surgically removed along with a section of the brachial artery. The brachial artery was then replaced with a 6mm gore® propaten® vascular graft. The patient tolerated the procedure. The physician stated he pulled viabahn devices back into sheaths in the past. This one was clearly stuck and would not move, and when he watched the fluoroscope, the proximal end of the viabahn stent had expanded. Physician stated this was strange because viabahn devices normally expand from the distal tip.